Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
On 12/08/2021 it was reported by a sales representative via sems that an ar-2290 implant would not fit through the second hole. It was replaced and the case was completed with no further issues. To date, the patient is fine.